Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. Device was monitored in the oven for several hours and no button error alarm noted. The device passed the self test. The vibrator functioning properly. No grinding noise during vibrator test noted. Also received with cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.